Event description:
The device was received without a complaint, and it was requested to have a complete functional testing of the device. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk. The device had missing end cap sticker.